Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range pace impedance measurements greater than 2500 ohms, and then returned to in-range measurements in the 600 ohms range following pacing vector reprogramming. Lv loss of capture (loc) was also observed prior to reprogramming, this lv lead remains in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).